Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a force sensor calibration reading out of specification. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: force sensor calibration reading is above specification. The pump was primed successfully and exercised for (B)(4), no ¿loss of prime¿ occurred during the duration test. The pump¿s cover was removed, no intermittent condition was found to the force sensor circuit. Force sensor resistance is within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.